Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that during an iol implantation surgery into the right eye, a posterior capsule tear occurred. An intraoperative lens exchange was performed and a lens of a different model and diopter was used as a replacement. Additional information was requested and not received.